Manufacturer narrative:
The customer¿s reported complaint of an over infusion event was not confirmed. Physical inspection showed no anomalies. Review of the logs showed no anomalies. Functional testing showed no anomalies. The root cause of the customer¿s report of an over infusion event was not identified.

Event description:
It was reported there was a potassium over infusion event; the potassium appeared to be infusing too quickly. A primary infusion of potassium (kcl) 10meq in 100 ml was initiated, however the nurse noted 60ml had already infused several minutes after the start of the infusion. The patient required EKG (no changes), a repeat potassium level (normal range) and continuous monitoring (no changes noted). No lasting harm was reported. Although requested there were no further details of the event received. Received a copy of the customer medwatch report of (B)(6) 2019 that stated:"10meq/100ml potassium chloride started at 0659. Rn stayed with patient as drip started. At 0710, bag "seemed too empty for time hanging". Channel off button pressed. After stopping the pump to stop potassium from infusing, the potassium continued to slowly infuse. Roller camp on tubing had to be closed and patient was unhooked from IV immediately."